Event description:
It was reported after preparation and prior to use coring was discovered in infusion bags with a bd phaseal¿ l connector c90j. The following information was provided by the initial reporter, translated from japanese to english: (2 of 2 complaints). During inspection after preparation of abraxane, coring was found in infusion bags and 2 of 3 vials.

Manufacturer narrative:
H.6. Investigation: one connector attached to infusion bag was provided to our quality team for investigation. The product was visually inspected, no damage or defect was observed on the spike or membrane from the connector or membrane of the rubber stopper, and no foreign particles were observed inside the infusion bag. It was noted the connector was not fully attached to rubber stopper of the infusion bag. Fragmentation testing is performed according to procedure, to evaluate any particulates generated after ten activations. As a lot number was unavailable for this incident, a device history record review could not be completed. While phaseal needles are designed to reduce coring, there are several factors that may impact coring tendency. Coring from the membrane may occur due to fragmentation caused by multiple injections or excessive welding of the membrane. Coring of the rubber stopper may result depending on the stopper quality, the design and dimensions of the needles used, or if a poor connection of the protector occurs. Based on the available information we are not able to identify a definitive root cause at this time. H3 other text : see h.10.

Manufacturer narrative:
Medical device expiration date: unknown. A sample is available for evaluation. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported after preparation and prior to use coring was discovered in infusion bags with a bd phaseal¿ l connector c90j. The following information was provided by the initial reporter, translated from (B)(6) to english: (2 of 2 complaints) during inspection after preparation of abraxane, coring was found in infusion bags and 2 of 3 vials.